Event description:
It was reported that the iab was inserted uneventfully and connected to the pump. On fluoroscopy it was noticed that the catheter tip appeared to be bent. As a result of this, the iab was removed and replaced without any pt complications.